Event description:
It was reported via literature that target lesion revascularization occurred. The study was a multicenter (11 united states centers), randomized trial, core lab adjudicated and designed to demonstrate the superiority of jetstream plus paclitaxel-coated balloon (pcb) versus percutaneous transluminal angioplasty (pta) plus pcb in treating femoropopliteal arterial disease. Kaplan meier survival analysis was performed to estimate the freedom from target lesion revascularization (tlr) at 3 years. The probability of being free from tlr at 3 years was 88.1% in the jetstream plus pcb group when bailout stenting was included as tlr.

Manufacturer narrative:
B3: date of event is estimated based on dates of study detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Citation: shammas nw, shammas g, jones-miller s; jet-ranger investigators. Jetstream atherectomy with paclitaxel-coated balloons: 3-year outcomes of the prospective randomized jet-ranger study. Int j angiol. 2024 oct 3;34(1):56-59. Doi: 10.1055/s-0044-1791546. Pmid: 39944148; pmcid: pmc11813604.